Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection of the device involved in the complaint could not be conducted since the device, or a picture of the alleged defect, was not provided. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper and thorough investigation to confirm the alleged defect reported, and determine the root cause, it is necessary to evaluate the sample involved in this complaint. Regarding this same issue a CAPA was generated in order to further investigate this issue and document corrective action. This CAPA is owned by r & d. If the device sample becomes available at a later date this report will be updated with the evaluation results.

Event description:
Customer complaint alleges the device would not nebulize. Alleged issue was reported a occurring during use. It was reported there was no injury or patient consequence.